Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient has had the ins for 5-6 years and it was not working correctly even though it was charged. A rep tried to help the patient, but they were unable to so the ins was planned to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that no replacement date has been set as it was still pending approval. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient is starting to experience fade or battery degradation. At her last patient reprogramming she stated the device is not holding a charge. No external factors have led to or contributed to the issue. The device was interrogated on (B)(6) 2019 and average recharge report detail the last six recharging sessions. Median coupling was an 8, the average duration was 1 hour and the average interval was 5 days. Rep started by educating the patient on the proper recharging techniques. Attempt to cycle the program to extend battery performance extend recharge intervals was made. Adaptive stimulation was activated to help insure patient was able to receive therapy despite the positional changes. None of which seem to help. The patient said the report was incorrect as she charges the device more than an hour and is charging the device more than once every five days. The patient contacted the rep on (B)(6) 2019 with no change. The physician requested a copy of this report to submit to the insurance provider to help with the approval process for battery replacement. Surgical intervention was planned but not scheduled. Hcp had no further information. Patient's medical history included chronic pain. No symptoms and no further complications were reported.